Event description:
It was reported that over the last month the healthcare provider (hcp) had noticed that at the time of stylet removal in stage 1, the leads were coiling more than they had in the past. The hcp stated that while she used to have to be careful to keep the lead in the sterile field while capping, they were now coiling on their own after the stylet was removed. The hcp wondered if that somehow made the connection weaker when the lead was being capped. The cause of the leads coiling and the outcome of the issue was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that there were no symptoms involved with the event. An impedance test was also performed which showed no problems so the procedure continued as planned. The cause of the coiling remains unknown.

Manufacturer narrative:
(B)(4).